Manufacturer narrative:
The patient's height was 173cm. This one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00031 and 1058196-2011-00032. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Based on additional information, the event fot the microcatheter does not meet the criteria for reporting, therefore, no further information will be submitted for this report.

Manufacturer narrative:
During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the microcatheter. It was initially reported that the enterprise delivery system was removed and the microcatheter was removed, and another enterprise and the same microcatheter was utilized to finish the procedure successfully. However, additional information reported that the microcatheter was changed to a prowler select plus which with a guidewire was used to re-access the target site. The prowler plus microcatheter (with a longer distal coiled section) was chosen instead of prowler select plus that is outlined for use with the enterprise vrd in the instructions for use (IFU), because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform; length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. The devices did not remain together. The stent was not recapture in the enterprise introducer, but it was pulled out from the microcatheter without being deployed in the patient. After removal from the patient there were no damages to the delivery system tip, stent, or microcatheter. The microcatheter was inspected and the stent of the enterprise was found stuck in the microcatheter's hub. The body shaft of the microcatheter was inspected and compressed/flat sections were found on it. The ID from the microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed. The microcatheter was flushed using a lab sample syringe (nipro), after that an enterprise (cordis - lab sample), was introduced in to the microcatheter and it advance smoothly; however some friction was experienced when it reach to the compressed sections but it could be advanced out of the microcatheter¿s tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Although obstruction of the returned microcatheter was not confirmed, resistance due to compressed sections of the catheter was confirmed. The cause of the event experienced by the costumer may be due to the compressed sections found in the microcatheter. The cause of the compressed sections could not be conclusively determined. With review of the analysis and the DHR there is no indication that the event or compressed sections are related to the manufacturing process. Procedurally the microcatheter would have been positioned over a guidewire to the target site prior to insertion of the enterprise system; there was no report of resistance during this procedural step. Additionally inspections are in place to prevent these types of damages leaving from the facility. It is possible that device interaction due to procedural factors including the tortuous vessel characteristics and the use of a microcatheter other than that outlined in the IFU may have contributed to the event. The IFU outlines that the enterprise vrd system is designed for with the prowler select plus infusion catheter, (a 0.021" inner diameter, 5 cm distal length infusion catheter). With review of the device history records available information and device analysis, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00031 and 1058196-2011-00032.

Manufacturer narrative:
A non-sterile microcatheter prowler plus was received coiled inside of a plastic bag. It was received with one enterprise. The microcatheter was inspected and the stent of the enterprise was found stuck on the microcatheter hub. The body shaft was inspected and compressed/flat sections were found on it. The ID from the microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed. The microcatheter was flushed using a lab sample syringe nipro, after that an enterprise (cordis - lab sample), was introduced in to the microcatheter and it advance smoothly; however some friction was experienced when it reach to the compressed sections but it could came out of the microcatheter's tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as 'catheter- obstructed' was not confirmed during the analysis. The cause of the failure experienced by the costumer was due to the compressed sections found in the microcatheter. The cause of the compressed sections could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported or the compressed section found on the microcatheter could be related to the manufacturing process; additionally inspections are in place that prevents these kind of damages leaving from the facility. Procedural factors appear to be contributed in the event reported and the damages found; therefore no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00031 and 1058196-2011-00032. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received implicating the microcatheter with a reportable product malfunction. During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the (mc) microcatheter. The physician changed the prowler plus mc to prowler select plus, which means, the target site was lost and micro guidewire was used with the prowler select plus microcatheter to re-access the target site. The prowler plus was pulled out with the enterprise system, but the stent couldn't be re-captured in the introducer. The prowler plus microcatheter was chosen instead of prowler select plus, because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform, length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. Both devices did not remain together. The stent was not recapture in the enterprise introducer, but it was pulled out from the microcatheter without being detached or deployed. After removal from the patient, the delivery system distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), delivery system (kink, bend, fracture/broken and separated, etc), or stent (strut, kink, bend, etc) (fracture/broken, kink, bend, separated, etc) or microcatheter were not damaged. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00031 and 1058196-2011-00032. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile microcatheter prowler plus was received coiled inside of a plastic bag. It was received with one enterprise. The microcatheter was inspected and the stent of the enterprise was found stuck on the microcatheters hub. The body shaft was inspected and compressed/flat sections were found on it. The ID from the microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed. The microcatheter was flushed using a lab sample syringe nipro, after that an enterprise (cordis - lab sample), was introduced in to the microcatheter and it advance smoothly; however some friction was experienced when it reach to the compressed sections but it could came out of the microcatheter's tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" was not confirmed during the analysis. The cause of the failure experienced by the costumer could be due to the compressed sections found in the microcatheter. The cause of the compressed sections could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported or the compressed section found on the microcatheter could be related to the manufacturing process; additionally inspections are in place that prevents these kind of damages leaving from the facility. Procedural factors appear to be contributed in the event reported and the damages found; therefore no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00031 and 1058196-2011-00032. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure of the (va) vertebral artery dissecting aneurysm, the enterprise stent was advanced through the prowler plus microcatheter, but resistance was noted at mid-part of the microcatheter. The enterprise delivery system was removed and the microcatheter was removed, and another enterprise and microcatheter were utilized to finish the procedure successfully. The prowler plus microcatheter was chosen instead of prowler select plus, because the proximal section of the va was very tortuous. A jailing technique was utilized with this case. A constant flush was maintained at all times through all the systems. The aneurysm was dilated fusiform, length was 23mm, dilated diameter 5.8mm, and normal vessel 4.2mm. The proximal vessel diameter was 4.2mm, distal was 3.8, and dilated lesion was 5.8mm. The microcatheter was not re-shaped. Both devices did not remain together. Other than the reported event, after removal from the patient, no other damages were noticed on the microcatheter, delivery system, or stent (if known). No further information was available.